Manufacturer narrative:
Follow-up # 1 - 9/18/2014 device evaluation:the lay user/patients test strips have been returned on 9/10/2014 and evaluated by lifescan product analysis on 9/11/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue of extra strip returned in the vial was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/18/2014) correctionsupplemental sent to correct information previously sent.the secondary issue noted of extra test strips is incorrect, the test strips were found to have secondary issue of shelf life exceeded.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.